Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and ketones, with a blood glucose reading of 302 mg/dl. Prior to the event, the customer was experiencing high blood glucose levels during two long flights. The infusion set was changed several times, but the customer's blood glucose remained elevated. The caller stated that the insulin pump never gave any alarms. The mother also stated that the customer has exposed the insulin pump to security scanners and xrays at the airports. The mother requested a replacement insulin pump. Advised the mother that the insulin pump should not be exposed to xrays or high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.